Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pt2. Guide catheter: trailblazer 0.035 glide catheter. Sheath: 6fr raabe. (B)(4) - incorrect anatomy; indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater that or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient presented with severe disease in below-the-knee vessels at the bifurcation into the anterior tibial artery and the tibioperoneal trunk. A 4.0x19 jostent graftmaster otw covered stent system was advanced and deployed, with a maximum pressure of 14 atmospheres (atm), to treat an existing arteriovenous (av) fistula between the tibioperoneal trunk and the venous system. An angiography then revealed that the av fistula flow persisted, thus, the jostent graftmaster stent was post-dilated using a 4.0x12 non-abbott balloon dilatation catheter (bdc) via inflation to 20 atm. The peroneal artery was treated via advancement and inflation to 7atm of a 3.0x60 non-abbott bdc, followed by routine post-dilatation of the stented segment using a 5.0x15 trek bdc inflated to nominal pressure. While the av fistula flow was reduced, the flow still persisted. The residual av fistula flow was treated via patient continuation of dual antiplatelet medication and planned repeat ultrasound of the patient arterial system for possible future medical management of the av fistula. The clinical condition of the patient is stable and there was no occurrence of a clinically significant delay. No additional information was provided.